Event description:
The pt reported experiencing elevated blood glucose of 400 mg/dl. She stated that she believes the infusion device does not properly display e4 (occlusion) error and she believes the infusion device delivers insulin inaccurately. Her normal blood glucose range is 100-200 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.